Manufacturer narrative:
The company representative replicated the reported event. The unit motor was subsequently replaced to address the issue. The unit motor was returned on this investigation for evaluation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The unit motor was received to be evaluated for this investigation. A visual assessment of the sample revealed a nonconforming hub roller. The returned sample was connected to a hotbed microscope. The optical head was loose at the connection to the yoke due to the nonconforming hub roller which causes the motor to be loose within the track. The root cause of the reported event is attributed to a nonconforming hub roller on the unit motor that connects between the optical head and yoke. However, how or when the component became nonconforming cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope exhibited with wobbled head. Procedure details and patient impact have not been provided.. Additional information has been requested. Additional information received indicated that the event occurred before start of the intra-ocular lens implantation. The surgery was completed without any problem. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).